Event description:
According to the facility during a chest tube insertion the forcep broke into a patient.

Manufacturer narrative:
According to the facility during a chest tube insertion the forcep broke into a patient. The sample is not available to be returned for evaluation. No additional information is available at this time. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.